Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: self test is not starting . Hamilton logo on screen but self test not starting.

Event description:
The following was reported to hamilton medical ag: summary: self test is not starting . Hamilton logo on screen but self test not starting.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: partner service engineer did the troubleshooting on site. It was identified that due to micro sd selftest failed. After removing and reinstalling the micro sd the problem was solved. All tests were carried out. Device works as intended now. There was no patient involvement. Since selftests are performed prior to ventilation, this issue could not lead to harm. This incident does not represent a serious incident as defined in EU 2017/745. Therefore, hamilton medical ag considers this case as nonreportable. Corrected: d4 & UDI. Additional information: manufacturing date added & conclusion.